Event description:
The report received from the affiliate indicated that during a balloon angioplasty procedure, the sakura fire star 3.5 x 15 balloon catheter did not deflate. The patient outcome immediately after the event was critical-pulmonary edema and cardiac failure. Additional information has been requested.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Amended cc: the report received from the affiliate indicated that during a balloon angioplasty procedure, the sakura fire star 3.5 x 15 balloon catheter did not deflate. The patient outcome immediately after the event was cardiac failure. The current status of the patient is unknown. The patient was a 90 year-old female. The patient's past medical history included obesity, hypertension and renal failure. The indication for the procedure was acute coronary syndrome without st elevation. The lesion in the right coronary artery was 95% stenosed. It was unknown if the vessel was calcified or tortuous. There was no difficulty removing the protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prep normally. The type of contrast and contrast to saline ratio was unknown. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The balloon inflated normally to 20 atmospheres and maintained pressure during inflation, however the balloon would not deflate. It was unknown how long the balloon remained inflated and how it was finally deflated, however it was indicated that the balloon was pulled out of the patient by the physician in one piece. The balloon catheter did not kink while being used. Multiple attempts to retrieve detailed information about the patient's response immediately after experiencing the deflation failure and retrieve the complaint product for evaluation were unsuccessful. The product was returned for inspection. One non-sterile sakura firestar 3.50 x 15 mm was received coiled inside 2 plastic bags. The balloon was already inflated; inflation residues were found along the unit. No other anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Due to the excessive calcified inflation media found in the balloon, the inflation deflation test could not be performed. The sem analysis showed that both the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. The sample exhibited no evidence of internal or external surface material damage. The failure experienced by the customer could not be confirmed. The cause of the failure could not be conclusively determined. The patient's advanced age and risk factors present in the medical history may have contributed to the cardiac failure reported. Neither the DHR review nor the analysis suggest that the failure is manufacturing related; therefore no actions will be taken at this time.